Event description:
Health canada incident # (B)(4): it was reported to health canada that on (B)(6) 2024, an incident happened at a long-term facility which led to a patient's death. The patient, who was not independently mobile, got her lower body off the edge of the bed, and was found with the lower part of her body on the floor and her head caught between the bed and the assist rail. The assist rail was in the upper position and out of use at the time of the event.

Manufacturer narrative:
A facility, (B)(6) canada, reported directly to health canada on an entrapment incident that led to a patient's death. Limited information was provided. The event involves the ihcsrlas, assist rail for cs bed, manufactured by flextronics (mexico) on april 30, 2015. The model and serial number of the actual bed the rails were attached to is unknown as well as any information relating to the mattress being utilized on the bed. No information was provided relating to a specific malfunction with the assist rail. This report is being filed in an abundance of caution. Invacare canada is attempting to obtain additional information from the facility. Should any additional information become available, a follow up report will be filed. Note: the manufacturer of the subject bed is unknown, therefore, taylor street manufacturing ((B)(6)) cfn number is being utilized for the MDR filing.